Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation felt a lot higher than what she normally uses (3.2 v) when she got into bed the night before this report, and she had to turn it down. When the patient turned it down, the stim felt like thumping. It was noted that when the patient first got her implant it worked really well for about the first year but in the past few months, it feels like it did before she got her stimulator. It was reported that the patient got a cat scan a couple of weeks prior to the report that was not related to her ins therapy, and that the patient has had a lot of cat scans since she got her ins implanted. The patient was able to change adaptive stimulation using the patient programmer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-05-17 reporting that the patient felt strong stimulation that was reported to be uncomfortable. It would not go down. It was stated that the patient programmer showed stimulation was going off all by itself. This was reported to be related to positional movement. It was reported that decreasing stimulation did not eliminate the uncomfortable stimulation. Decreasing stimulation on the programmer did not decrease the stimulation sensation. It was stated that the patient did turn off the ins once and a while and then turn it back on. This all was noticed to have started in (B)(6) 2017 after the patient had their programmer antenna replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.